Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device was returned to the customer unrepaired, per request. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device unexpectedly power-cycled during use. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device unexpectedly power-cycled during use. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11,additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and was unable to duplicate the reported issue. The device was returned to the customer unrepaired, per request. A cause of the reported issue could not be determined. Section h11, additional mfg narrative of the initial medwatch report should indicate stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The cause of the reported issue was isolated to be due to the system pcb assembly. The device can no longer be repaired. The device was returned to the customer without repair.